Manufacturer narrative:
(B)(4). Concomitant products: guide wire: rinato, runthrough; stent: 3x22mm ri. The traveler rx 2.00x15 device referenced is being filed under a separate medwatch MFR number. The traveler device is currently not commercially available in the us; however, it is similar to a device sold in the us. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending artery with moderate tortuosity and 90% stenosis. A 3x22mm non-abbott stent was implanted and blood flow was delayed. A 2x15mm nc traveler rx balloon dilatation catheter (bdc) was advanced toward the target lesion and resistance was noted due to the anatomy. The balloon was inflated and the balloon ruptured. The device was removed. A 2x8mm nc traveler bdc was advanced toward the target lesion and resistance was noted due to the anatomy. The balloon was inflated once up to 8 atmospheres and the balloon ruptured. The device was removed. No resistance was reported regarding removal of the stylet or protective sheath for both devices. Both balloons were soaked prior to use in the anatomy. Air aspiration was performed for both balloons prior to use in the anatomy. There was no reported adverse patient effect and no reported clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual and functional inspections were performed on the returned device. The reported balloon rupture was confirmed; however the physical resistance could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Event description:
Subsequent to filing the initial MDR, additional information received indicates that the 2x15mm traveler balloon ruptured at 10 atmospheres when inflated the first time. No additional information was provided.